Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the front and rear housing were cracked on the side and the downstream occlusion sensor nub was damaged. Review of the event history log showed occurrences of "high pressure" alarms. The reported issue was duplicated during the functional testing. The investigation determined that the damage observed on the downstream occlusion sensor nub was the cause of the reported issue. The downstream occlusion sensor was replaced as a corrective action. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms continuously. No patient injury reported.